Event description:
During a laparoscopic cholecystectomy the surgeon could not get the er320 to hold the clips on the cystic duct. This applier was part of a laparoscopic cholecystectomy kit. Another er320 was used to complete the case. Rep is returning the clips that did not close properly. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed, and formed the remaining clips as designed. There were no difficulties noted with the formation of the clips or with the instrument holding the clips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.